Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and video. Visual examination of the provided pictures identified that the reamer with pilot drill as a part that does not sit flush when the blade is assembled. This causes interaction issues with the guide. With this a video was also provided showing that the notching caused by the metal piece creates a sticking point. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee procedure, the patella reamer blade would not seat completely onto the patella reamer, leading to scoring of the guide. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00629. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.